Event description:
It was reported the pt is experiencing an increase of stimulation when she looks up, lying down or extending her neck will increase her stimulation to an intolerable level. In addition, when the pt looks up her left leg gives away and she falls. The pt is also experiencing non focal stimulation. Follow up info identified the pt underwent surgical intervention to remove her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.